Manufacturer narrative:
Evaluation summary: the device remains implanted therefore the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The consumer requested no follow up attempts. Zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported blurry vision that clears up after drops are put in after cataract surgery with an intraocular lens (iol) implant.